Event description:
It was reported that a vns patient was referred for re-implant surgery of the generator due to unknown reason initially. Follow-up from a company representative with the treating neurologist indicated the patient was referred due to end of life of the generator. Furthermore, the patient was re-implanted as scheduled and the explanted generator was returned to the manufacturer. Product analysis was completed on the returned generator and revealed the end of service condition was not confirmed on the returned device although the elective replacement indicator was set to "yes." The eri "yes" condition was expected based on the battery life calculation, the electrical test results and the bench evaluation. However, the caged module was found to exhibit an out-of-limit (high) pulsing current. Analysis indicates that during manufacture of the generator, the r35 resistor (a selectable valve resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits. After r35 was optimally reselected, the device performed according to the automated post burn-in test. The out-of-limit supply current pulsing could potentially be a contributing factor to the eri "yes" condition of the battery; however, it was an expected event. Manufacturer investigation was completed to evaluate the impact the out-of-limit (higher) supply current has on the longevity of the generator's battery. It was determined that the increased device consumption rate is not an actual malfunction of the device, but appears to be the influence of several factors: the difference in test environments, some slight drift of the active electrical components over time, and nominal value selection of the r35 component during manufacture of the model 101 generator. Additionally, this out of specification test parameter did not appear to have caused a premature end of service condition of the battery as a battery life calculation estimated the device had met the end of service condition. Moreover, no patient injury occurred due to the reported event.